Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported implant is "very large and used to be a d-cup but now out farther than a d-cup can hold", "calcification on the margins" confirmed via mammogram and exchange of textured device due to patient's concern with product. Later patient stated: "they turned hard", gets tired easily they feel uncomfortable, implant high in chest, right side swollen, right side seroma, right side size difference, and shortness of breath". Patient stated they will have a capsulectomy and the doctor will test the tissue for alcl. Healthcare professional later reported "symptomatic capsular contracture (baker grade IV) with associated fluid collection" and "significant symptoms including pain, tightness, asymmetry". This record is for the right side. Device was explanted.